Manufacturer narrative:
Entered manufacturer narrative that was inadvertently omitted in MDR follow-up 01. The device investigation has been completed and the results are as follows: returned sample: he implant was returned but not in the original package. The part was verified to be an inclusive mini implant o-ball 2.5 mm x 15 mm (70-1068-imp0006) using the radiographic template (gd-455-0612). The returned implant had no defect or non-conformity and the threads were intact. The o ball was intact. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, the IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
No information: the patient's sex and weight were asked, but was not provided by the customer. The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This report is for the 2nd of 2 failed implants on the same patient. See report 3011649314-2019-494 ((B)(6)) for the report on the 1st implant.

Event description:
It was reported that an inclusive mini implant failed to osseointegrate. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #27. The patient returned on (B)(6) 2019 and presented with pain, and with the implant in hand. The implant was already out of the patient's mouth. After examination, the doctor noted that the implant site was red with minimal inflammation. The patient's symptoms were relieved after the implant was removed. The patient is currently reported to be well. The patient has a removable denture, has d2 bone quality, and has no other relevant medical or dental history.